Event description:
The complainant reported that while on impella cp support the purge pressure was high. Purge-cassette was changed by the staff under guidance. 50 units of heparin in purge was noted, and due to critical coagulation, heparin in purge reduced to 25units/ml. Purge values were then reported as resolved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally.